Event description:
Cancer pt who was undergoing radiation and chemotherapy had catheter, long line catheter placed in left arm (1/20/97). Admitted to hosp 1/21/97 with complaint of swelling, redness and pain in left arm. Venogram done. On 1/22/97 catheter was surgically removed. Pt placed on antibiotics. Discharged 1/25/97. Left arm documented as improving at time of discharge.